Manufacturer narrative:
Device explantation not possible.

Event description:
The patient went to the (B)(6) hospital in (B)(6) on (B)(6) 2010 and was found to be very jaundiced, disoriented and distressed. He was admitted for care and blood work revealed elevated bilirubin and inr. The patient had received doses of therasphere to the liver on (B)(6) 2010 and (B)(6) 2010 and was taking sorafenib 200mg bid since (B)(6) 2010. These are expected events for both therasphere and sorafenib. Patient died of sepsis and hepatic failure on (B)(6) 2011. Patient was off sorafenib since admission (B)(6) 2010.